Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) of 580 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Recommendation was made for customer to contact tandem technical support when elevated bg is occurring. Additionally, recommendation was made for customer to consult with healthcare provider regarding elevated bg.